Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. The most recent information was received on 03-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("there is a small abnormal millimetric fragment detached from the right essure clip on the internal margin") in an adult female patient who had essure inserted (lot no. C26935) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015, she experienced pelvic pain ("pelvic pain"), heavy menstrual bleeding ("haemorrhagic menses"), uterine cervical pain ("cervix pain"), headache ("headaches"), arthralgia ("joint pain"), tendon pain ("calcaneal tendon pain") and cardiovascular disorder ("poor blood circulation"). An unknown time later she experienced device breakage (seriousness criterion intervention required) and myalgia ("muscle pain"). The patient was treated with surgery (the removal has been scheduled for (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, arthralgia, myalgia, uterine cervical pain, heavy menstrual bleeding, tendon pain, cardiovascular disorder, pelvic pain or device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Ultrasound scan] on (B)(6) 2023: abnormal image of the uterus, 76 mm in the largest axis, by 35 by 39. The endometrium appears to be thin. The left ovary in transvaginal presents an 18 mm regular-shape cystic formation. Along the left tube, there is a hyperechogenic effect with posterior reinforcement, measured at 24 mm, compatible with the essure implant. The right ovary presents a normal number of follicles, without any size anomaly. Along the right tube, there is also a hyperechogenic effect with posterior reinforcement, measured at 18 mm. Visualization of a hyperechogenic image of both tubes on the left and on the right; the hyperechogenic effect has been measured at 24 mm on the left and only at 18 mm on the right, compatible with the fragmentation aspect shown in the x-ray [x-ray] on (B)(6) 2023: search for an anomaly on an essure clip in a patient with pelvic pain who found a piece of metal in her menses. Result: there is a small abnormal millimetric fragment detached from the right essure clip on the internal margin. No anomaly of the clip and especially on the left. Batch no: c26935. Production date: 2014-02-18. Expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("there is a small abnormal millimetric fragment detached from the right essure clip on the internal margin") in an adult female patient who had essure inserted (lot no. C26935) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain ("pelvic pain"), heavy menstrual bleeding ("haemorrhagic menses"), uterine cervical pain ("cervix pain"), headache ("headaches"), arthralgia ("joint pain"), tendon pain ("calcaneal tendon pain") and cardiovascular disorder ("poor blood circulation"). An unknown time later she experienced device breakage (seriousness criterion intervention required) and myalgia ("muscle pain"). The patient will be treated with surgery (the removal has been scheduled for (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, arthralgia, myalgia, uterine cervical pain, heavy menstrual bleeding, tendon pain, cardiovascular disorder, pelvic pain or device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Ultrasound scan] on (B)(6) 2023: abnormal image of the uterus, 76 mm in the largest axis, by 35 by 39. The endometrium appears to be thin. The left ovary in transvaginal presents an 18 mm regular-shape cystic formation. Along the left tube, there is a hyperechogenic effect with posterior reinforcement, measured at 24 mm, compatible with the essure implant. The right ovary presents a normal number of follicles, without any size anomaly. Along the right tube, there is also a hyperechogenic effect with posterior reinforcement, measured at 18 mm. Visualization of a hyperechogenic image of both tubes on the left and on the right; the hyperechogenic effect has been measured at 24 mm on the left and only at 18 mm on the right, compatible with the fragmentation aspect shown in the x-ray [x-ray] on (B)(6) 2023: search for an anomaly on an essure clip in a patient with pelvic pain who found a piece of metal in her menses. Result: there is a small abnormal millimetric fragment detached from the right essure clip on the internal margin. No anomaly of the clip and especially on the left a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.